Event description:
It was reported the device was used during a laparoscopic cholecystectomy. It was reported the shield on the 5mm trocar (355ld) didn't lock over the table. The surgeon also reported the shield on the 512sd trocar retracted slowly. Both trocars were used to complete the case without incident. There was no consequence to the pt.